Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified artery of the left forearm. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation close to the nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.